Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During the procedure, when opening the package, it was found that the suture had been broken. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/13/2020 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h4